Event description:
Healthcare professional (hcp) reported a home patient (hp) had 2 incidents of minicaps cracking. Per hcp, both caps had cracks right below the finger grip area but not extending to the end of the cap. Per hcp, betadine was noted leaking out of cracks. Per hcp, hp was treated with prophylactic antibiotics for 3 days (dose unknown) and no pt injury was associated with this incident.